Event description:
In 2009, the pt reported that her blood glucose was elevated to over 400 mg/dl nine days prior, and she "wondered if it (infusion device) didn't give insulin." She stated that she reviewed the bolus history of the infusion device and the bolus she programmed the same day at approximately 2:00 pm was listed. She stated that after bolusing, at 6:00 pm her blood glucose was "down in the 50's." Her target blood glucose range is 70-110 mg/dl. Symptoms of elevated blood glucose are headache and "kind of hot." Troubleshooting did not reveal any product issues. She stated that she changes her infusion tubing every 5-6 days and her infusion site every 3-4 days. She was advised to change the infusion tubing every 3 days. She stated that about one month ago, she decreased all her basal rates by 0.1 u/h. At the time of the report, the pt's blood glucose was within her target range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.